Manufacturer narrative:
(B)(4). Date s4ent: 6/09/2026. B3: only event year known: 2026. D4: batch # 656c40. Additional information was requested, and the following was obtained: ¿ please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Not started. ¿ did the device cut? No. ¿ was there any difficulty opening the device? No. ¿ is the current patient status known? Yes, patient is safe. ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, as per end user. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. One gst60w reload was loaded on the device. The reload was received partially fired 1/5. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 688c18 / 23gst60b, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 656c40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the stapler got stuck while firing. As a result, the surgeon had to use a new stapler to complete the case. There was no patient consequence nor surgical delay reported. No additional information provided.